Manufacturer narrative:
H3 other text : not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having sinus infection and breathing problem. There was no report of serious or permanent patient harm or injury. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.

Manufacturer narrative:
In previous report the box b adverse event given as product problem, in this report it is corrected to serious injury. In previous report the box h type of reported complaint wrongly given as product problem in this report it is corrected to serious injury and in health impact grid it is wrongly given as product problem and, in this report, it is corrected to serious injury/illness/impairment and added allegations.